Event description:
It was reported that the device had iui female (left) - exposed gasket. There was no patient involvement.

Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Field technician stated issue of iui female(left) exposed gasket was confirmed. ¿ received on 12-nov-2025, syringe device was received unboxed and with paperwork. ¿ external inspection revealed an exposed iui female gasket. ¿ exposed iui female (left) gasket. Workmanship at bd manufacturing. ¿ device to be returned to san diego repair center for processing. ¿ noted issue(s) were corrected during reassembly after internal inspection in bd san diego operation¿s lab. No repair required by bd san diego repair center. ¿ failure investigation report attached to salesforce. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.